Event description:
It was reported that the ratchet was not operating correctly. Due diligence is complete as multiple attempts were made; however, no further information is available. At product evaluation investigation the device would not ratchet properly. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: new zealand. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the device would not ratchet properly. The ratchet gear was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.